Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Infection is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Note, the date of implant is estimated as the actual date was not provided. Should additional information be provided, a supplemental emdr will be submitted. Note: remains implanted.

Event description:
As initially reported: "my life sucks and your patch is killing me and no doctor wants to remove cause they don't want it on their records. This is not right this patch tore out in 2006 and no one will fix , why. My life sucks." As reported in follow up with the contact: in (B)(6) 2006 the patient was implanted with a bard composix ex mesh. As alleged since implantation the patient has had issues with pain, distention, deep sores on the skin that will not heal and an infection in his abdomen. As reported the patient's surgeon will not remove the mesh.

Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Infection is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Note, the date of implant is estimated as the actual date was not provided. Addendum: this is an addendum to the initial emdr submitted. This supplemental emdr is submitted to report the additional information regarding mesh explant. As reported, about 15 years post-implant, the patient underwent surgery for mesh explant. Intraoperative photos provided show the explanted mesh and surgical site post-wound closure. Based on the photos and information provided, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned - mesh explanted.

Event description:
As initially reported: "my life sucks and your patch is killing me and no doctor wants to remove cause they don't want it on their records. This is not right this patch tore out in 2006 and no one will fix why my life sucks." As reported in follow up with the contact: in (B)(6) 2006 the patient was implanted with a bard composix ex mesh. As alleged since implantation the patient has had issues with pain, distention, deep sores on the skin that will not heal and an infection in his abdomen. As reported the patient's surgeon will not remove the mesh. Addendum per additional information: as reported, the patient underwent additional surgery and an unspecified bard/davol composix e/x mesh was removed on (B)(6) 2021. As reported, the patient has non-healing abdominal wounds and continues with medical treatment.